Manufacturer narrative:
During the eight-month follow up with the patient, it was noted that the patient was asymptomatic but angiogram has been performed. There was a 90% occlusion in the proximal lad which was treated by percutaneous transluminal coronary angioplasty (ptca) as well as the mid left anterior descending vessel. Please note that this device is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
As reported by the study, eight months after the percutaneous coronary intervention (pci), angiography revealed 90% occlusion in the target vessel. Pci was initially performed on an abrupt total occlusion lesion in the proximal left anterior descending artery (lad) and the 1st diagonal branch. The lesion was not calcified, there were some collaterals with thrombin inhibition in myocardial infarction (timi) I flow. The lesion pre-dilated with a 2.0x20mm balloon at 16 atmospheres (atm) before the 3.0x33mm bx sonic stent was deployed at 16 atm. Medications at baseline included aspirin, clopidogrel, statin, ace inhibitors and beta blockers.